Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported solution leaking from the cycler door, and also down the cycler cart. The cycler had received an air detected in cassette warning. The cycler will be replaced. The patient will utilize alternative treatment. Upon follow up with the nurse, it was stated that the patient has received a replacement cycler and has been completing treatments. The nurse confirmed that the patient experienced no adverse event, cloudy effluent, or medical intervention due to the fluid leak.

Manufacturer narrative:
Device evaluation: a visual inspection of the returned cycler exterior showed no signs of physical damage. The internal inspection of the cassette compartment showed that there were indications of dried fluid inside the compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. Mushroom head check passed. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code.

Event description:
A peritoneal dialysis patient reported solution leaking from the cycler door, and also down the cycler cart. The cycler had received an air detected in cassette warning. The cycler will be replaced. The patient will utilize alternative treatment. Upon follow up with the nurse, it was stated that the patient has received a replacement cycler and has been completing treatments. The nurse confirmed that the patient experienced no adverse event, cloudy effluent, or medical intervention due to the fluid leak.